Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump keeps saying no delivery and motor error. Customer changed the battery and re-did the fill tubing. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer was unable to continue troubleshooting for the no delivery and the pump kept giving her a motor error alarm. Customer stated that she already has a new pump. Customer was advised to discontinue using the pump and revert to a back-up plan. Customer stated that she pressed on the drive support cap during troubleshooting. Customer kept receiving a motor error. Customer was advised to speak to her health care provider about getting the most recent settings.